Event description:
The customer called for help with her contour meter. One evening, around 10:30pm, she tested her blood glucose using her contour and received a normal reading. She went to bed after testing. After a couple of hours, she woke up at the hospital. The customer was unconscious when paramedics arrived. She was taken to the hospital where her blood glucose was tested at 33 mg/dl. The customer was unable to remember anything else about the event. She did not have any of the test strips left that she used the night she was hospitalized, so no product will be returned. The customer was sent a replacement meter.